Event description:
Product problem: the fusion joint was not accessible when the contralateral torque catheter was docked to the contralateral barb capsule. It was reported that the fusion joint was not accessible for the deployment of the contralateral attachment system. The contralateral torque catheter had to be cut to gain access to the fusion joint and deploy the contralateral wire was removed due to the considerable amount of blood loss that occurred during the manipulation.